Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the injection site (clearlink). The issue occurred within the first few minutes after the patient infusion started. The device was filled with d5w (dextrose 5%) and it was used in conjunction with a novum iq pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the pump was programmed to infuse at 300 ml/h. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and the issue of leak from the clearlink injection site was not observed as the set was not connected to the patient (the set was not connected to any other product) as reported. The reported condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.